Manufacturer narrative:
During servicing, the loaner autopulse platform (sn (B)(6) was found to have a damaged encoder shaft that could impact device functionality. The encoder shaft should remain in the home position and move only when a lifeband belt clip is inserted, and compression is initiated. Upon receipt from the customer, the autopulse platform's shaft was in the home position, and the platform passed functional testing without issues. However, observed damage to the encoder shaft presents a risk of unintended movement out of the home position, which could trigger a user advisory 45 (not at "home" position after power-on/restart) error. Therefore, replacement of the integrated encoder gearbox is required to mitigate this risk. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing, the loaner autopulse platform (sn (B)(6) was found to have a damaged encoder shaft that could impact device functionality. No patient involvement.